Manufacturer narrative:
The device was requested and not returned (photos (3) were received showing the label, abutment, dental crown and screw). PMA 510(k): k143505. Not returned to manufacturer.

Event description:
The customer reported that an abutment and screw were placed on (B)(6) 2016. On (B)(6)2017 the abutment and screw were determined to be loose and detached from implant. The patient returned for the placement of an additional abutment and crown.

Manufacturer narrative:
One psath4m abutment with screw was returned for inspection. A visual inspection revealed that the screw was fractured. The condition of the screw prior to the fracture is unknown. Therefore, the loosening event cannot be verified. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no other complaints initiated against this lot. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. UDI# (B)(4).

Manufacturer narrative:
Abutment, abutment screw, and crown received.